Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose reading was 127 mg/dl while their sensor glucose reading was 40 mg/dl while. The customer stated that insulin delivery was suspended due to the low sensor glucose. The suspend on low limit in their sensor setting was 60 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor. We performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer not returning insertion needle only sensor.